Event description:
Per the clinic, the patient was explanted due to medical reasons. Per the surgeon, there was ossification around the electrodes. The patient reports the device has not been functioning for fifteen years. The patient was explanted (B) (6), 2009 and was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).